Manufacturer narrative:
The system was examined and the reported event was confirmed. The system was de-installed from the facility and new system replaced it, (as a warranty replacement). However, the original system has not been returned to complete the evaluation. Therefore, the root cause of the reported issue cannot be confirmed at this time. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2017. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the illuminator on a system broke down during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.